Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) was implanted with an ipg on (B)(6) 2010. It was reported that the patient suddenly lost stimulation and could not establish communication with the ipg using the programmer. Additionally, it was reported that no low battery warning was ever observed nor were any visual anomalies detected with the ipg via x-ray. Surgical intervention was undertaken to replace the patient's ipg. No further complications were reported.